Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device, using the preclose technique, via a 6f sheath, prior to an interventional abdominal aortic aneurysm procedure. Reportedly, an air knot was noticed. The suture and knot came out with the plunger. Two additional proglides were used with the same result. Two other proglide sutures were replaced and the sheath was upsized to 12f. The sutures were used successfully, after the interventional procedure, to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported failure to deploy suture (air knot) was confirmed based on the returned device condition. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, unused, sterile devices were returned. Testing was successfully performed with no malfunctions observed.